Event description:
It was reported there are cosmetic issues. The programmer works, but "it just looks like it been in a war". The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer has a loose ECG (electrocardiogram) connector on a printed circuit board assembly and is out of specification on the common mode/wrist electrode functional tests. Microphone found out of electrical specification (out of specification on the audio loopback functional test). Handle and power cord bay door are broken. Keyboard is missing a screw and deep scratches found in display cover. Product ID: 2067l rf (radio frequency) head; product ID: 229047 analyzer. (B)(4).